Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, insufflation tubing was not allowing gas to flow through and create a tunnel. Harvester had to open another device and that device worked. The hospital did not report any patient effects. The btt balloon was properly inflated. The co2 insufflator flow rate and the pressure set was at 12 and 5. The gas line was connected to distal insufflation connector. The male portion of the co2 tubing was long enough to depress the light blue one-way valve. The gas line was switched to the distal insufflation connector. There were no steps taken to to minimize leakage at the btt. The settings of the co2 flow rate on the wall and on the tower was 5. The measured co2 pressure and flow measuring on the insufflator at the time in which the harvester was experiencing the complaint was at 0. There were no co2 wall line flow rate/pressure adjusted to rate of 3-5 l/min at 10-12 mmhg after switching the co2 source from the insufflation port of the cannula. There was no patient harm. There was no delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Updated sections: a2, a3, a4, b4, b5, g3, g6, h2, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, insufflation tubing was not allowing gas to flow through and create a tunnel. Harvester had to open another device and that device worked. The hospital did not report any patient effects. The btt balloon was properly inflated. The co2 insufflator flow rate and the pressure set was at 12 and 5. The gas line was connected to distal insufflation connector. The male portion of the co2 tubing was long enough to depress the light blue one-way valve. The gas line was switched to the distal insufflation connector. There were no steps taken to minimize leakage at the btt. The settings of the co2 flow rate on the wall and on the tower was 5. The measured co2 pressure and flow measuring on the insufflator at the time in which the harvester was experiencing the complaint was at 0. There were no co2 wall line flow rate/pressure adjusted to rate of 3-5 l/min at 10-12 mmhg after switching the co2 source from the insufflation port of the cannula. There was no patient harm. There was no delay.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6-patient code changed to 4582. The lot # 3000466430 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.